Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009; 6947-65, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation due to lead malfunction. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.